Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an unspecified low blood glucose (bg) level. To treat the low bg level, the customer consumed a glucose drink and monitored bgs. The customer was admitted into the hospital on (B)(6) 2018 due to experiencing a seizure along with the low bg level. While at the hospital, the customer received food and bgs were monitored. The treatment resolved the issue and the customer was released several hours later on (B)(6) 2018, with no permanent damage. During system check with tandem technical support verified that the customer received multiple auto-off alarms. The customer declined tandem technical support's offer to adjust the auto-off alarm settings. Reportedly, the customer used manual injections for insulin therapy per recommendation of the health care provider.